Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error and failed battery test alarm. Blood glucose level at the time of the incident was 109 mg/dl. Troubleshooting was completed. Self-test was performed and failed. The insulin pump will be replaced and customer agreed to return the product for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump error 63 alarm confirmed in the pump history due to broken traces on the keypad assembly. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No failed battery test noted during testing or in the pump trace download.